Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, allergy to metals, fatigue, migraine and headache outcome was unknown and the menorrhagia and amnesia had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, fatigue, headache, menorrhagia, migraine, pelvic pain and rheumatoid arthritis to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was replaced. New events were added: chronic pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, rheumatoid arthritis, fatigue, migraines, headaches and memory loss product coding changed . Reporter information and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast disorder nos, uterine bleeding, breast cyst, urinary incontinence, arthralgia multiple and left lower quadrant pain. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced fatigue ("fatigue"). In november 2004, the patient experienced amnesia ("memory loss") and dysgeusia ("other injury(ies) or complication(s) - metal taste in mouth"). In march 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on 3-aug-2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, amnesia, vaginal haemorrhage and dysgeusia had resolved, the rheumatoid arthritis and allergy to metals outcome was unknown and the fatigue, migraine and headache was resolving. The reporter considered abdominal pain, allergy to metals, amnesia, dysgeusia, fatigue, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: fatigue, headaches, nickel allergy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal), metal taste in mouth. Reporter information, medical history, events onset date were added. Lab data, events outcomes were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.